Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose value of 600 mg/dl. The customer also had a high blood glucose of 400 mg/dl. The customer was treated with manual injection. The insulin pump passed the high pressure test. The infusion set's cannula was bent. The device is not expected to be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.